Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2017 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st. On ni/ni/ni - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventralex st, patient was diagnosed with hernia recurrence, bacterial infection, hernia recurrence, hematoma and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and infection as possible complications. Note, the manufacturing date (15-mar-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st. Ni/ni/ni - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿there was a large hernia sac and dissected it out. A ventralex st (device #1) patch was placed into the preperitoneal space using prolene sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia with infected mesh thereby underwent open repair with removal of mesh (device #1) and implant of bard soft mesh (device #2). Per operative notes, ¿patient had hematoma, drainage and infection. The mesh (device #1) had been bifurcated to the right & left side and the mesh was completely removed. A bard soft mesh (device #2) was then placed.¿ (B)(6) 2017 - patient had abdominal pain. (B)(6) 2017 - patient had seroma due to trauma. (B)(6) 2017 - patient was diagnosed with ventral hernia & hematoma. Status post open repair with post op hematoma, now drained and remove the drain; continue with binder. (B)(6) 2017 - patient visited hospital for edema near surgical site. Attorney alleged that the patient had abscess, infection, pain, hernia recurrence, seroma and emotional injuries. It was also alleged that the patient had drainage of an abdominal abscess on (B)(6) 2017.